Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow-up where it was determined the patient¿s right ventricular lead had both unacceptably high capture thresholds and a decreased r-wave amplitude. The patient was a known fall risk due to seizures so it is believed a fall at some point may have been the cause of the increased capture thresholds. Programming changes were made. The patient was stable before, during, and after the programming changes were made and will continue to be monitored.